Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that the device was dirty. The device is part of loan set and it was decontaminated in miele machine in loc dc. The surgery was extended since the instrument was not operational. There was a change in the surgical method as it was not possible to use the instrument to place the temporary fixation pins. It was necessary to use guides and drills to achieve the same purpose, but this action involved using more instruments in the little space available and generated more bone invasion. There was no patient impact. This report is for one (1) skyline anterior cervical plate system temporary fixation pin - inserter this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Ifh6: given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the photo. Visual analysis of the photo revealed that sky tfp inserter device had foreign matter on the tip. No other issues were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for sky tfp inserter device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.